Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to the device evaluation, b5, e2, e3, and g2. The information included in b5, e2, e3, and g2 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that image is not displayed due to receiver (rx) module failure. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the intended procedure was completed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the broken glass in camera box and the receiver module needs to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was broken glass in the camera box for the visera 4k uhd camera control unit. It was unknown when the issue occurred. There were no reports of patient harm.